Event description:
A false positive advia centaur xp troponin ultra result was obtained on a patient sample when the laboratory performed an instrument to instrument comparison study. The discordant result was not reported to the physician. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection. The fse verified the reagent probe positions and adjusted the sample probe to cuvette position on instrument (B)(4). The fse replaced the acid-base pump on instrument (B)(4). No conclusion can be drawn. The instruments are performing within specifications. No further evaluation of the device is required.